Manufacturer narrative:
This report is for an unknown prodisc-c implant. Part and lot numbers are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a prodisc c removal occurred on (B)(6) 2018. The disc was removed with no issue and the patient was fused. The procedure went well. It is unknown when the device was originally implanted or why it was removed. This report is for an unknown prodisc-c implant. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a prodisc c removal case occurred on (B)(6) 2018. The disc was removed with no issue and the patient was fused. There was no issue with the device, the patient needed a fusion due to the pathology and degeneration of the cervical spine. The procedure went well. It was unknown if there was a surgical delay. There was no patient outcome reported.